Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded no cardiac signal in primary vector and very small amplitudes in secondary and alternate vectors. In addition, there were numerous episodes with shock delivery, all showing no cardiac signals, but non-physiologic artifacts being oversensed. The shock delivery showed an impedance of 1 ohm, which is low out of range. The s-ICD also showed several error codes. X-rays were performed and it showed the entire electrode was pulled back into the device pocket. As a result, the physician decided to explant and replace both the device and electrode and implant a fresh s-ICD system. No additional adverse patient effects were reported. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded no cardiac signal in primary vector and very small amplitudes in secondary and alternate vectors. In addition, there were numerous episodes with shock delivery, all showing no cardiac signals, but non-physiologic artifacts being oversensed. The shock delivery showed an impedance of 1 ohm, which is low out of range. The s-ICD also showed several error codes. X-rays were performed and it showed the entire electrode was pulled back into the device pocket. As a result, the physician decided to explant and replace both the device and electrode and implant a fresh s-ICD system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of device memory identified errors recorded due to charge timeout, long charge error, and elective replacement indicator (eri) which was set due to long charge times. A low shock impedance measurement was noted to have been recorded after delivery of a shock. The device case was opened to facilitate inspection and testing of the internal components. Electrical overstress (eos) damage to the high voltage (hv) capacitors was visualized. The hv capacitors were removed from the circuit and eos damage was noted on the flex circuit on top of the hv capacitors. Evidence indicates the associated electrode was in close proximity to this device when it attempted to deliver a shock and a short occurred. This device operated as designed in the presence of a shorted electrode.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded no cardiac signal in primary vector and very small amplitudes in secondary and alternate vectors. In addition, there were numerous episodes with shock delivery, all showing no cardiac signals, but non-physiologic artifacts being oversensed. The shock delivery showed an impedance of 1 ohm, which is low out of range. The s-ICD also showed several error codes. X-rays were performed and it showed the entire electrode was pulled back into the device pocket. As a result, the physician decided to explant and replace both the device and electrode and implant a fresh s-ICD system. No additional adverse patient effects were reported. This device was returned for analysis.